Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed by technical support as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause of the alarm, which was exposure to magsafe magnets, and instructed the caller to remove the cartridge and deliver a 9-unit bolus. The bolus was successfully completed, and the caller was able to reload the original cartridge and resume insulin therapy. The issue was resolved.